Manufacturer narrative:
The device was received and evaluation was completed. A device history record review revealed no issues that could have caused or contributed to the event. A visual inspection was performed and no abnormalities were found. The reported issue could be reproduced during the device evaluation. The device was determined to not meet all product specifications related to the reported event. The will not turn on was verified as a failing keypad. The cause was determined to be corrosion on the pins of the keypad assembly preventing the device from powering on. The keypad was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump would not turn on. There was no known patient injury or medical intervention associated with this event. No additional information is available.